Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart frx emitting a 3 chirp error. There was reportedly no patient involvement. It was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to the this being a duplicate complaint of this problem that was already reported. Pr (B)(4) has been identified as a continuation/duplicate of pr (B)(4) and has been processed accordingly. Please refer to pr (B)(4) for the full investigation of this issue.

Event description:
It has been reported to philips that the AED is not working. I instructed to insert the battery and the AED began to triple chirp. The AED is under warranty and needs to be replaced under ib warranty exchange.